Manufacturer narrative:
Multiple remote diagnostic tests were performed on the customer's hemo software and the problem could not be identified. A replacement hemo pc fru was shipped to the customer on 3/17/2016. After setup, the customer reported that the patient data module did not communicate with the hemo monitor and found that the adapter card was not plugged in. The customer indicated that the system is now working as intended.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo monitor froze during an active case resulting in a 20 minute delay. The customer reported that this issue is happening frequently in all their labs and has become a safety issue. No other event information is available at this time. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. (B)(4).